Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed where viscoelastic residue was observed in the cartridge body, tip, and the loading zone. The preloaded device was found correctly assembled. Cartridge was observed in the correct position (fully engaged into lower body of the lens). The lens was not in the inserter or retuned in the complaint package and therefore, the complaint was not verified. Cartridge stress marks were observed at the tip suggesting that the lens was advanced through the device. The pushrod (plunger) was extended out of the cartridge in a position that could be used for lens positioning. The problem reported, stuck in cartridge was not verified since the lens was not returned. The cartridge was observed in the correct position assembled as required. The plunger/push rod components were observed assembled within specifications. There was no indication that the event reported is related to the manufacturing process of the device. In addition a review of the directions for use was performed. The dfu provides the customer with instructions and precautions on the proper preparation, handling and use of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The manufacturing record review was performed. There is no associated deviation or non-conformity reports found in the manufacturing record review (mrr) related to the reported complaint. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that as the surgeon was inserting the intraocular lens (iol) into the patient's eye, the lens got stuck in the cartridge while inserting. The surgeon re-inserted a new iol of the same model and diopter and the patient was reported to be fine. No further information was provided.